Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The dentist reported that 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type iii, immediate implant procedure was performed and bone graft was executed.